Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a crack in the ilet touch screen. The user stated the device had been in their pocket and was unsure how the damage occurred. The touch screen remained functional but responded slowly, requiring multiple swipes for unlocking and meal announcements. The user confirmed they were still able to deliver insulin and announce meals. No injury occurred. The agent verified the user¿s address and arranged for a replacement device to be sent overnight. No symptoms were reported during the event, and no medical intervention required at the time of call.